Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially medwatch report, the following corrected and additional information was received: surgery was not performed to achieve hemostasis. Reportedly, the suture did not appear during plunger removal for both devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 20f and the abdominal aortic stent graft interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela. No clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device is filed under a separate manufacturing report number.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices with a 7f sheath relative to an interventional abdominal aortic stent graft procedure. Reportedly, the proglide wire (suture) did not appear on both proglide devices. Due to bleeding in the posterior wall of the common femoral artery, surgery was performed. No additional information was provided.